Event description:
Customer reported a failure of damaged battery. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additonal contact information was provided.

Manufacturer narrative:
The pump is not available for evaluation. The device was repaired at the facility by a baxter representative. Review of the complain history reveals similar reports have been recieved for this product for the reported issue.